Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the time of the implant procedure the atrail lead's helix was slightly extended when removed from the packaging. The physician retracted the helix and continued with the implant of the lead. The lead was implanted and remains in use. Additionally, it was reported that the right ventricular (rv) lead's helix was also slightly extended when removed from the packing before being implanted. The physician retraced the helix and continued to implant the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.